Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent alarms occurred with multiple cartridges during the load process. However, the customer was unable to determine the specific type of alarm. The customer's blood glucose level was 120-130 mg/dl. Reportedly, customer was able to resume insulin by loading a new cartridge.